Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5122850.

Event description:
It was reported via voluntary medwatch that the right ventricular lead exhibited high pacing impedance. Further information was not provided.